Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test.

Event description:
It was reported that the insulin pump had button error. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.